Event description:
The user received questionable low ion selective electrode sodium results for 42 patient samples. When they saw all the low values, the user replaced the internal standard, ise diluent, and reference solutions. He then recalibrated and repeated all the samples and the results were all higher by about 10 mmol/l. Of the data provided, the results for 36 patient samples were discrepant. The user stated all results below 136 mmol/l and all results greater than 145 mmol/l had data flags. All results are in mmol/l. Patient sample 1 results were 130 and 140. Patient sample 2 results were 134 and 143. Patient sample 3 results were 132 and 142. Patient sample 4 results were 132 and 141. Patient sample 5 results were 130 and 141. Patient sample 6 results were 125 and 136. Patient sample 7 results were 127 and 138. Patient sample 8 results were 133 and 142. Patient sample 9 results were 133 and 143. Patient sample 10 results were 126 and 138. Patient sample 11 results were 130 and 141. Patient sample 12 results were 130 and 140. Patient sample 13 results were 129 and 140. Patient sample 14 results were 135 and 146. Patient sample 15 results were 130 and 141. Patient sample 16 results were 133 and 142. Patient sample 17 results were 131 and 141. Patient sample 18 results were 133 and 143. Patient sample 19 results were 129 and 139. Patient sample 20 results were 130 and 141. Patient sample 21 results were 128 and 138. Patient sample 22 results were 123 and 133. Patient sample 23 results were 130 and 140. Patient sample 24 results were 132 and 141. Patient sample 25 results were 139 and 149. Patient sample 26 results were 131 and 141. Patient sample 27 results were 132 and 144. Patient sample 28 results were 130 and 141. Patient sample 29 results were 134 and 144. Patient sample 30 results were 133 and 143. Patient sample 31 results were 134 and 143. Patient sample 32 results were 125 and 137. Patient sample 33 results were 133 and 143. Patient sample 34 results were 129 and 139. Patient sample 35 results were 130 and 140. Patient sample 36 results were 132 and 142. All the initial results were reported outside the laboratory. The repeat results were considered to be correct. None of the patients were adversely affected. The lot number of the sodium electrode was not provided. The expiration date was 02/28/2013. The field service representative determined there was a fluidic failure of the rinse nozzle which was misadjusted and overflowing. He adjusted the rinse water volume and to verify the analyzer operation, he ran ise precision testing with results within specifications.